Event description:
It was reported that the received inappropriate shock. Noise and insulation anomaly were observed. The noise was not reproducible. The lead was capped.

Manufacturer narrative:
No medwatch form was received.